Event description:
Caller reported a malfunction on the pump, displaying a specific malfunction code that was not resettable. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer will receive a replacement pump from technical support and was advised on storage and return procedures for the faulty pump. A backup therapy was not available, and the customer plans to consult a healthcare provider.